Manufacturer narrative:
(B)(4). Product was returned and evaluated. Review of the provided pictures showed the outer blister had a crack in it. The returned product was assessed and confirmed that the corner of the outer cavity had split open and partially opened the tyvek lid. The inner cavity was found undamaged and sealed. The sterility was breached due to the outer cavity being cracked. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic had crack on the packaging. It was determined that sterility had been breached due to the outer cavity of the packaging being cracked. There is no further information available at the time of this report.